Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shocks were delivered due to noise. X-ray revealed that the lead dislodged into the pericardium. The lead was repositioned with good electrical parameters. The physician will continue to monitor the lead.